Manufacturer narrative:
Event description updated to omit ms as caused or contributed to by the device and/or therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a problem with their device. Additional information was received. The caller reported their meter was not working. They stated they changed the batteries and they were still getting the flashing messages, it looked like it was not connecting. It was clarified the patient said it was not working and they meant the patient programmer or the therapy. They said both. They stated the patient programmer was acting crazy and they still had continuous urge frequency. They said the therapy had helped some, but not much. When checked, the patient's device they were on program 1 at 1.8 volts and the stimulation was off. They were told the stimulation had to be on for it to work. The patient was assisted in turning stimulation on and increasing to 2.3v. Patient stated they could feel stimulation in the correct area. It was noted that the patient programmer was working and they were able to get stimulation turned on. It was mentioned the patient had a lot of surgery in the lower area for their bladder and bowel. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 3037, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a problem with their device. Additional information was received. The caller reported their meter was not working. They stated they changed the batteries and they were still getting the flashing messages, it looked like it was not connecting. It was clarified the patient said it was not working and they meant the patient programmer or the therapy. They said both. They stated the patient programmer was acting crazy and they still had continuous urge frequency. They said the therapy had helped some, but not much. When checked, the patient's device they were on program 1 at 1.8 volts and the stimulation was off. They were told the stimulation had to be on for it to work. The patient was assisted in turning stimulation on and increasing to 2.3v. Patient stated they could feel stimulation in the correct area. It was noted that the patient programmer was working and they were able to get stimulation turned on. It was mentioned the patient had multiple sclerosis and had a lot of surgery in the lower area for their bladder and bowel. No further complications were reported or anticipated.